Event description:
It was reported that the patient died. The 90% stenosed target lesion was located in the mid left anterior descending (lad) artery, where a 32 x 3.00 mm promus premier drug-eluting stent was deployed. During dilatation of a second stent in the distal left circumflex artery (lcx), the patient's condition suddenly worsened, resulting in hypotension and cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated immediately, but unfortunately, the patient died on the table. The cause of death was reported as cardiac arrest, and no autopsy was performed.